Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The patient received a gunther tulip filter on (B)(6) 2007 at (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that patient was injured without further explanation. The patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Evaluation- the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged the patient received a gunther tulip filter on (B)(6) 2007 at (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that patient was injured without further explanation. The patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigative evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "back pain, anxiety". Cook will reopen its investigation if further information is received. It is unknown if the reported pain and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to pe. Plaintiff is alleging back pain and anxiety.